Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected high out of range shock impedances of greater than 200 ohms. It was also noted the patient recently received a shock. Device data was reviewed, and it was determined there were a lot of non-sustained episodes. Technical services reviewed the stored episodes and discussed there was noise on both the right atrial (ra) and right ventricular (rv) channels. Technical services further discussed the shock episode, even though there was noise on the rv channel, was due to true ventricular fibrillation. The shock successfully converted the patient with an impedance of 66 ohms. The health care professional (hcp) was provided with most recent shock impedance data. The daily shock impedance measurements over the last couple of weeks ranged from mid 300s to high 600s. Technical services discussed possible causes for the clinical observations and discussed troubleshooting options. At this time, this ICD remains in service and there were no adverse patient effects reported.